Manufacturer narrative:
The backup battery faults from (B)(6) 2020 were reported in related manufacturer report number 2916596-2020-05129. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that log file analysis observed a backup battery fault and controller exchange on (B)(6) 2020. The remainder of the log file showed the controller was in charge mode. There were intermittent backup battery faults on (B)(6) 2020 but the controller was in charge mode and not in use. It was reported that the patient was provided a new backup controller in (B)(6) 2020. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted for review as well as downloaded. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2020, (B)(6) 2020, (B)(6) 2000 per timestamp). Events occurring after (B)(6) 2020 were recorded while the controller was in charge mode. Intermittent backup battery faults were active on (B)(6) 2020 from 07:42:47 ¿ 08:26:50. The alarms were associated with ebb circuit fault flags. The driveline was disconnected on (B)(6) 2020 at 08:26:32 for a controller exchange. Pump operation was not affected while the driveline was connected. There were no other notable alarms active in the log file. The system controller was returned without a backup battery in the controller and was submitted for testing with a test backup battery. The controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. The reported event was unable to be reproduced during testing. The root cause of the backup battery fault alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿¿¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.